Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm case overmold is damaged. There is corrosion and battery leakage visible inside the battery compartment. The customer's batteries were inside the alarm and there is visible leakage on the batteries. The batteries power were too low to power on the unit. New batteries were installed and unit powered on. The hold button is missing. The low battery indicator is sounding every second. (B)(4).

Event description:
The distributor did not provide any specific information as to the reason for the return of the product. There was no patient incident or injury reported.